Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during npwt with a renasys touch device & power sup, immediately after changing the canister and resuming treatment, the message of blockage alarm was displayed on the screen. The problem was not solved by exchanging the canister. The treatment was resume with a smith and nephew back up device. Patient was not harmed. No further information is available.